Manufacturer narrative:
Similar complaints for this issue were trended including the reported meter. It was concluded that the number of complaints for the meter did not breach thresholds indicative of a systemic issue. In addition, similar complaints for this issue were trended for the test strip lot. It was concluded that the number of complaints for the lot did not breach thresholds indicative of a systemic issue.

Event description:
On (B)(6) 2023, the lay user/patient contacted lifescan (lfs) united states, alleging that her onetouch verio flex meter would not power on. The complaint was classified based on the customer care agent (cca) documentation. The patient reported that the alleged power issue began on (B)(6) 2023 at 12:00 pm. The patient manages her diabetes with a combination of insulin and oral medication. The patient stated that she decreased her dosage of insulin from 3 times a day to once a day when the meter stopped powering on. On (B)(6) 2023, at 6:00 am, the patient reported experiencing ¿low sugar and cold sweat¿. At the onset of her symptoms, the patient claimed she self-treated with food (piece of orange). The patient denied using any other device to test her blood glucose. At the time of troubleshooting, the cca noted that the subject meter was not being used for the first time and there was no indication of misuse of the device. The cca confirmed the patient was able to turn the meter on manually when the power button was pressed and when the test strip that previously did not turn on the meter was inserted. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event after the alleged power issue began. The subject meter could not be ruled out as a cause or contributor to the event.